Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose level on (B)(6) 2020. Customer¿s blood glucose level was 213 mg/dl. Customer declined troubleshooting for high blood glucose level. Customer stated that the battery compartment was chipped and cracked. The insulin pump will not be returned for analysis.